Event description:
It was reported that during a rotational atherectomy procedure, a brake failure occurred. The 80-90% stenosed lesion was located in the moderately calcified and non tortuous left anterior descending (lad) artery. The rotablator rotalink plus 1.50mm catheter was advanced to the lesion with the rotawire. When the first pass was attempted, the wire tip was spinning along with the bur, as though the automatic brake was not engaging in the advancer when the foot pedal was initiated. This necessitated immediate cessation of bur advancement and the physician re-positioned the rotawire down the vessel in order to proceed. Upon recommencement, the wire tip again appeared to spin, and required the physician to repeat previous steps again. The rotablation was discontinued. The procedure was completed with an apex balloon 3.0x15mm and implantation of a taxus liberte 3.0x24mm stent. No pt injuries or complications were reported. The pt status is reported as "stable."

Manufacturer narrative:
(B)(4).